Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
Visual inspection found the distal portion of the needle to be ruptured in a spiral pattern. No additional damage was noted on the device. Review if the device history record found no discrepancies. No related complaints have been reported for this finished goods production lot. No definitive conclusions can be made. However, the spiral rupture is indicative of the needle being simultaneously rotated and pulled in an axial direction while the distal tip was constrained. The observed damage suggests that the surgeon experienced some level of difficulty in removing the needle from the patient. However, it is unknown at what point during the procedure the needle was damaged. At this time, the complaint is considered to be closed.

Event description:
International affiliate reports that after the extraction of the confidence needle trocar/cannula, examination of its tip revealed a spiral shaped rupture. No adverse consequences to the patient have been reported.